Event description:
It was reported that the patient's incision is gapping a little and oozing fluid. The patient was instructed to contact the physician's office. They are doing well with therapy but do not have their remote. The physician believes there may be an infection present.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient's incision is gapping a little and oozing fluid. The patient was instructed to contact the physician's office. They are doing well with therapy but do not have their remote. The physician believes there may be an infection present.